Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and diagnosed in vfib. Three stacked shocks of 200, 300 and 360 joules were delivered. The pt was intubated and drugs were administered then another shock of 360 joules was delivered for vfib. According to the reporter, the device alarmed connect electrodes and would not display the pt's rhythm. A backup device was called for and used to observe the pt's rhythm had converted to pea. CPR was administered while the pt was transported to the hospital ER. Pt outcome is unk.